Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr went onsite and duplicated the reported issue. The display assembly was replaced and the device was returned to service specifications.

Event description:
It was reported that the ventilator's user interface module (uim) touchscreen was unresponsive. There was no patient involvement.